Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards lifesciences technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, the access vessel¿s minimum luminal diameter was smaller than the minimum indicated size, at 7.0 mm. The cause for the reported vessel perforation cannot be confirmed. However, the small and less than indicated vessel diameter in combination with vessel calcification and/or tortuosity not appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Event description:
It was reported by the edwards territory manager that during a transfemoral tavr procedure, after serial dilation of the access vessel, the 24fr retroflex 3 introducer sheath was placed, but could only be advanced just past the aortic bifurcation. The surgical team elected to continue with the procedure and after successful deployment of the sapien valve the introducer sheath was retracted. A contrast injection revealed a perforation in the right external iliac artery. A covered stent graft was placed to cover the perforated segment. A final contrast injection showed good distal flow and the perforation was sealed. The patient was noted to be stable at the end of the procedure. Additional information indicated the minimum luminal diameter of the vessel at the access site was 7.0 mm. The vessels were reported to be mildly calcified and were not tortuous.